Manufacturer narrative:
Clarification: d.1, d.2a, d.2b, d.4; no additional information received concerning device information, it is not know if device is silicone or saline, only that device is textured. Journal article citation: vets, j., marcelis, l., schepers, c. Et al. Breast implant associated ebv-positive diffuse large b-cell lymphoma: an underrecognized entity?. Diagn pathol 18, 52 (2023). Https://doi.org/10.1186/s13000-023-01337-5. Additional contributing authors: dr. Lukas marcelis translational cell and tissue research laboratory, ku leuven, leuven, belgium department of pathology, uz leuven, university hospitals, leuven, belgium. Dr. Charlotte schepers department of pathology, uz leuven, university hospitals, leuven, belgium. Dr. Yaliva dorreman department of oncological surgery, uz ghent, brugge, belgium. Dr. Sanne verbeek department of pathology, zol, genk, belgium. Dr. Lieve vanwalleghem department of pathology, az sint-jan, brugge, belgium. Dr. Katrien gierraerts department of radiology, az sint-jan, brugge, belgium. Dr. Liesbeth meylaerts department of radiology, zol, genk, belgium. Dr. Jan lesaffer department of oncological surgery, sint-jan, brugge, az, belgium. Dr. Helena devos department of laboratory medicine, az sint-jan, brugge, belgium. Dr. Natalie put department of hematology, zol, genk, belgium. Dr. Sylvia snauwaert department of hematology, az sint-jan, brugge, belgium. Dr. Pascale de paepe department of pathology, az sint-jan, brugge, belgium. Dr. Thomas tousseyn translational cell and tissue research laboratory, ku leuven, leuven, belgium department of pathology, uz leuven, university hospitals, leuven, belgium. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture, baker grade IV.

Event description:
Literature article "breast implant associated ebv-positive diffuse large b-cell lymphoma: an underrecognized entity?" Reported "capsulectomy and prosthesis replacement was performed because of bilateral baker grade IV capsular contracture and leakage." This is patient's first set of devices per article. Device has been explanted and replaced. This record is for right side.

Event description:
Literature article "breast implant associated ebv-positive diffuse large b-cell lymphoma: an underrecognized entity?" Reported "capsulectomy and prosthesis replacement was performed because of bilateral baker grade IV capsular contracture and leakage." This is patient's first set of devices per article. Device has been explanted and replaced. This record is for right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d6b.